Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301940 lot 1803117 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd syringe¿ w/ needle leaked. The following information was provided by the initial reporter: during using, it was found the syringe leakage. 2019-05-27 it was found leakage when the liquid was sucked.

Manufacturer narrative:
Ha device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ w/ needle leaked. The following information was provided by the initial reporter: during using, it was found the syringe leakage. (B)(6) 2019 it was found leakage when the liquid was sucked.